Event description:
The information received from the affiliate states that a balloon burst during the attempt to dilate a lesion within the right femoral artery in a male pt. There was no reported pt injury. Please note that multiple attempts have been made to acquire additional procedural and pt information but have been unsuccessful.